Manufacturer narrative:
Correction: per the user guide: the system is indicated for use with u-100 humalog or u-100 novolog insulin.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: lowest blood glucose (bg) recorded by continuous glucose monitor on (B)(6) 2019 was 93 mg/dl. Bg of 40 mg/dl was entered in the pump by the user at 7:02 pm. Immediately following, the user delivered a 3.08 unit bolus for 40 grams of carbohydrates. The user likely entered the bg value of 40 mg/dl in error. User made bolus requests by entering units of insulin to be delivered without entering current bg level or grams of carbohydrates, and while still having insulin on board. Making bolus requests while still having insulin on board and not entering current bg value could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
Per the user guide, do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 50 mg/dl and sugary food was consumed to address low bg. Cause was not known. Recommendation was made for the customer to discuss the event with a healthcare provider.